Event description:
It was reported that the ilet user received a "dosing stops soon" prompt related to continuous glucose monitor (cgm) connectivity, and review confirmed the linked freestyle libre 3 plus sensor had expired. The user was guided to apply and start a new sensor, and sensor pairing was completed by the end of the call. No reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included restoration of cgm pairing and continuation of automated insulin delivery without interruption thereafter. Investigation included customer support troubleshooting and education with real-time verification of sensor status and device pairing. Investigation of this case revealed an expired cgm sensor leading to loss of cgm pairing, which resolved upon replacement and re-pairing; no pump hardware or software malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-maintenance related to sensor expiration and not a device malfunction.